Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a bone cement used on patient ha ving t12 kyphoplasty therapy for vertebral compression fracture (vcf). It was reported that the bone cement was described as too viscous and was not doughy or homogenous prior to delivery. Bkp cement hardening too quickly, three different xpede cement failed and the cement yield was lower than expected, with only 1.5-2cc obtained instead of the anticipated 3-4cc. All three cement failed during the same procedure. Only 1cc was able to get from the second xpede and 1cc from the third xpede in the bone filler and into the vertebral body. The cement was too viscous to get into the cds system. Hence, physician was not able use the cds system. The cement had been mixed for 20-30 seconds and stored at the proper temperature as per labeling. The procedure was completed successfully with a new product. There was a delay of less than 60 minutes in overall procedure time. Patient had below expected pain relief. There were no further complications reported regarding the event.